Event description:
It was reported via patient call center that patient died. A left atrial appendage closure procedure was performed and a 20mm watchman flx closure device was implanted. Eleven days later, after taking a breathing treatment at home the patient stopped breathing. The patient's husband called 911 and the patient died at the hospital.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Part # m635wu50200 batch # 0031557362. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via patient call center that patient died. A left atrial appendage closure procedure was performed and a 20mm watchman flx closure device was implanted. Eleven days later, after taking a breathing treatment at home the patient stopped breathing. The patient's husband called 911 and the patient died at the hospital.